Event description:
Patient received a left knee acl reconstruction on (B)(6) 2009. Procedure completed without issue. Sometime post-op, the patient experienced swelling at the knee and presented to the initial operating surgeon at least two times to have the site drained. In (B)(6) 2012 patient¿s knee swelled extensively; after meeting with the initial operating surgeon, it was believed the patient had cellulitis. Antibiotics, cortisone shots, and additional drainage were performed on the patient. Patient joined a new medical group and was later sent to an orthopedic specialist for issues with the knee and surgical site. The orthopedic surgeon performed an ultra sound and identified a foreign body in the knee. A second procedure was performed on (B)(6) 2013 at which time the foreign body/mass was removed. Foreign material was identified by the surgeon as a piece of the screw. Sometime post-op from the second procedure, MRI/x-ray was performed and a large cyst was identified all around the screw. Patient and surgeon are contemplating the next steps regarding additional procedures or recourse. At this time no infection has been identified. At this time the site is healing well and the patient was released to go back to work on monday (B)(6).

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).